Event description:
It was reported that the pt underwent a plf for l4/5 discopathy at l2-s1 using posterior fixation. It was reported that one locking screw could not be placed to secure the sacral screw at right side because the sacral screw was not sufficiently tightened. The procedure was completed without the locking screw being implanted.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. In addition, this part is not approved for use in the united states; however, a like device catalog#: 8639300, 510#: k052054 was cleared in the united states